Event description:
It was reported that following a recent implant, the right atrial (ra) lead was noted to be dislodged. There was undersensing and no capture at high outputs. The atrial lead was explanted and replaced. The patient was stable.